Event description:
On (B)(6) 2012 the reporter contacted animas alleging that keypad buttons have been sticking for about a month. The up, down, ok and contrast button are intermittently responsive. There is reportedly no trauma to pump which is worn in a case, attached to belt, and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, all keypad buttons were unresponsive. Upon further investigation, the keypad cover was removed and contamination was found under all contacts. Unrelated to the original complaint, the display screen was dim and discolored. (B)(4).